Event description:
We are following up on a medical device correction from ge on the tec 6 and tec 6 plus vaporizers that was sent out from ge on the 6 august 2013... We have the tec plus 6 in our facility - the clinical engineering director tested them at our facility and 63% or 12 out of 19 had a leak (low pressure leak test). We followed the instructions from ge healthcare: "re: the low pressure leak test may not detect the full range of leaks from the seal in the tec-6 and tec-6 plus vaporizers. A leak may cause a reduction in the fresh gas volume delivered to the breathing system... Perform the user manual recommended pre-operative check which includes the low pressure leak test on every vaporizer with the dial turned to the 12% setting instead of the specified 1% setting as per the attached addendum...discontinue use of the tec 6 or tec 6 plus vaporizer if it does not pass the low pressure leak at 12%, remove it from service and contact a ge healthcare representative for a repair/replacement."